Event description:
When the customer rec'd the device and installed the battery, the battery was reportedly low. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. When tested, the battery provided only enough power for one defibrillator shock. The root cause of the reported problem was determined to be due to a failed battery cell in the battery pack assembly.